Manufacturer narrative:
(B)(4).

Event description:
It was reported an overdischarge was suspected. The pt also experienced telemetry issues. The pt had moved and had not found a new physician. The pt was told she would have an emergency device replacement. The device was replaced and the pt was fine.